Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name on-point; product ID 3987 (lot: uk6069068); product type: 0200-lead; implant date (B)(6) 1998; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). MRI tech reports the system was partially removed but the lead remains and has migrated down to the thigh. The caller stated that the lead migrated to the right ankle. Pt reports ankle and leg pain.